Event description:
It was reported that that the patient was experiencing soreness and some swelling with a possible cyst that is not device related in patients lower back. It was also reported that the patients cyst was opened. The physician lanced the cyst area and inserted a drain and patient was placed on antibiotics. The patient underwent an explant procedure and patient was doing well postoperatively. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred past two weeks from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4)/(B)(4), batch: 5130281/5152342.